Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however the type and cause of the endoleak could not be fully determined. Lack of angiograms from the interventional procedure did not allow comparison of the endoleak with that one observed at the end of the index procedure. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) was performed but only a single imaging viewpoint was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, a type iii fabric endoleak would be less likely to have occurred at index. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak (e,g, calcification) and did not reveal any obvious out of specification stent graft integrity issues. The endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. The reported endoleak that occurred 3 days post inde x procedure appeared to be isolated to the same area as the endoleak observed during the index procedure. It is possible that this likely type IV endoleak may have been exacerbated by slight fabric stretching at the greater curvature. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 52mm thoracic aneurysm. It was reported after the stent graft was implanted it was suspected that there was a hole in the stent graft. 3 days post the index procedure follow up CT demonstrated a stent graft rupture with a suspected type iiib endoleak (hole). Intervention was completed where an additional stent was implanted within the existing stent graft stopping the flow and resolving the type iiib endoleak. Per the physician the cause of the type iiib endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine.